Event description:
Procedure: radiofrequency neurotomy. Abbott machine model nt, sn# (B)(4). Post procedure, patient's abbott grounding pad removed. A burn was found on patient's thigh. Upon placement of the grounding pad, the patient's skin was clean, dry, and intact. Abbott was contacted immediately. FDA safety report ids# (B)(4).